Manufacturer narrative:
Placeholder.

Event description:
This was a left-sided lead extraction to remove one non-functional rv pacing lead (B)(4). During the routine extraction, the laser sheath got stuck on the lead due to tissue in the right atrium. The physician could neither move forward nor backward with the laser. He then applied gentle traction until the lead came out. After the lead was removed and the tee was checked, they noticed that the moderate tricuspid regurgitation was now severe tricuspid regurgitation. Patient was discharge the following day and will continue to be followed.